Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Caller stated he docked inform meter into inform base and it sparked, smoked, and melted the electrical contacts and surrounding plastic on both the meter and base. No adverse event reported. A request was made for the return of the base and meter, replacement was sent.